Event description:
The ethicon 60 mm linear stapler did not cut the tissue during a sleeve gastrectomy. As the knife blade advanced, it bunched up the tissue shearing the lesser curve vessel, which caused significant bleeding.